Manufacturer narrative:
Correction: h6 - "4114 - device not returned", "3221 - no findings available", and "4315 - cause not established" should be included.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented experiencing loss of pacing. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing causing pacing inhibition and ventricular pacing at faster rates due to inappropriate mode switch. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.